Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
The total hip arthroplasty was performed on (B)(6) 2017. After the surgery, the femur component was gradually loosened so that the revision surgery was performed on (B)(6) 2018 by replacing femoral component and the insert. No further information was provided by the hospital. Doi: (B)(6) 2017; (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.